Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD). Inappropriate therapy was attributed to a misdiagnosis of rate. Programming interventions and medication adjustments were made. The patient reported feeling fine and was stable throughout.